Event description:
During a stress echo, the machine gave an error message then shut off. Had to keep the patient's hr [heart rate] up while rebooting the machine. Manufacturer response for ultrasound, s70 (per site reporter). Ge service representative on site [redacted].